Manufacturer narrative:
Additional information received from the local field representative indicated the configuration was reprogrammed to lv tip to rv and the impedance values returned to normal limits. No additional intervention has been performed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2,500 ohms. It was reported this patient experienced shortness of breath (sob) and that the device was not functioning as it had been previously. The impedance was tested in clinic and continued to report >2,500 ohms while testing a particular position. It was suspected that there was also loss of capture (loc). Boston scientific technical services (ts) discussed trying different pacing vectors to determine if impedance and threshold measurements were more appropriate in a different configuration. No adverse patient effects were reported.